Event description:
It was reported that balloon rupture occurred. A 3.50mm x 30mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured at 12 atmospheres. The procedure was completed with a non-bsc device. There were no patient complications.